Manufacturer narrative:
The manufacturer previously reported a ventilator's fio2 three way solenoid valve or oxygen valve were leaking. The device's oxygen blending module board was replaced to address the issue and returned to the manufacturer's product investigation laboratory for additional evaluation. The component was evaluated and no malfunction of the component was observed.

Event description:
The manufacturer received information alleging a ventilator's fio2 three way solenoid valve or oxygen valve were leaking. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.